Manufacturer narrative:
H.6. Investigation: customer returned (1) non-bd pen needle. Consumer reported needle blocked. As no bd samples (including photos) were returned, the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number.

Event description:
It was reported that needle is blocked with an unspecified bd pen needle, it is unknown whether this occurred before or during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the needle is blocked.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle is blocked with an unspecified bd pen needle, it is unknown whether this occurred before or during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the needle is blocked.